Event description:
Philips received a complaint on the intellivue mp5 indicating that the non-invasive blood pressure (nibp) measurement was not correct. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
E.1.: reporter and reporter institution phone number: (B)(6). Analysis was performed by a philips field service engineer (fse), who went onsite and checked the equipment. The fse found a fault in the nibp pump. Despite calibrating it several times, the values are high. The fse determined that the nibp pump requires replacement for the device to function correctly. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump. The issue was resolved by replacing the nibp pump, and the device was returned to clinical use.